Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which the customer reported that the clave broke off the tubing. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - extension number x17742.

Manufacturer narrative:
One used primary plum set was received for inspection on 10/12/2023. As received, the clave was broken from the cassette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The deformation observed was in the form of beach marks on one side while the opposite side was smoother. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed and no non conformities were found that would have led to the reported complaint.